Event description:
A report was received that the patient was having difficulty charging and that her ipg had moved in the pocket. The patient will undergo a revision.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.